Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing redness and scabbing at the implant site. The recipient was prescribed a cream to apply when not wearing the device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet strength was adjusted and the redness issue has improved. The reported scabbing is believed to be an age spot near the implant site. No further treatment is needed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.